Event description:
It was reported that the device was interrogated prior to implant, and it had reached eri (elective replacement indicators) on the shelf. The battery voltage was 1.82 volts, with a battery impedance of 374 ohms. The battery status indicated ok and estimated a longevity of 9 years. The device was returned and tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. The device condition was identified prior to any patient involvement. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis confirmed the reported real time telemetry (rtt) low battery voltage. The device was opened, and the battery measurement did not match the rtt readings. Electrical analysis found the measurement of a regulated voltage on the hybrid to be abnormal. An erroneous voltage of this type would account for the anomalous rtt battery voltage because it is used as a reference level for this internal measurement. However, during electrical analysis, the failure condition disappeared for long periods before returning. No apparent trigger was observed that would have caused the failure to come and go. No capacitors were found to have current leakage, and the hybrid passed several tests. The failure condition eventually disappeared and never returned. Attempts to restore the failure were unsuccessful. Analysis was concluded because the failure condition no longer existed; therefore, a root cause could not be determined.